Manufacturer narrative:
Additional information : the actual sample as received for evaluation. A visual inspection was performed which observed that the tubing was separated from the y-site in the downstream part. Additional inspection observed an equal application of solvent in the circumference of the tube which suggests an excess of solvent was applied to tubing joints. A dimensional testing was performed in the tubing and housing and no issues were noted. The reported condition was verified. The cause of the condition was found to be due to a machine issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal part of a clearlink system continu-flo solution set "came unattached"; further described as the customer attached the IV (intravenous) tubing to an unspecified antibiotic to prime the line. Then prior to priming the line, they unwrapped the tubing to untangle the line and ¿the distal part then came unattached¿. The line was not attached to the patient. There was not patient involvement. No additional information is available.